Manufacturer narrative:
Lot number - 18d042, 18h017, 18j036, 18k023, 18k041, 18m017, 18m044, 18n003, 18n004, 18n022, 19a001. Thirty-eight (38) single use devices were received for evaluation. For twenty-one of the devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the twenty-one returned devices. The devices were found to be conforming product. For five devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the five returned devices. The devices were found to be conforming product. For seven devices, visual inspection revealed fluid inside the bags that contained the devices, indicating that a leak had occurred. Further inspection revealed that the cause of the leak for the seven samples was due to broken tubing at the solvent-bonded junction of the stressmember. A portion of the broken tubing remained inside the solvent-bonded area of the stressmember. The reported condition was verified. The cause of the broken tubing was not determined. For two devices, visual inspection revealed fluid inside the bag that contained the device. A functional leak test was performed by filling the device with water. During filling, a leak was observed at the solvent-bonded junction of the tubing and the stressmember. The reported condition was verified. The cause of the leak was determined to be a manufacturing assembly issue. For one device, visual inspection noted fluid inside the bag that contains the unit which indicates a leak had occurred inside the bag. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. Portion of the broken tubing remains inside the solvent-bonded area of the luer. The reported condition was verified. The cause of broken tubing could not be determined during the sample analysis. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bladder with water. During fill, a leak was observed from the solvent-bonded junction of the tubing and the stressmember near the fillport cap area. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. For one device, the blue winged luer cap was not returned; a clear non-baxter luer cap was attached to the device¿s luer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening a clear non-baxter luer cap onto the device's luer. During and after fill, no signs of a leak were observed from the device. A functional leak test was also performed by filling the device with water and manually tightening an in-house blue winged luer cap to the device's luer. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. Photographs of six samples were also received for evaluation. Visual inspection of three photographs revealed fluid inside the bag that contained the device. Further inspection revealed that the cause of the leak for all samples was due to detached tubing at the junction of the white luer. The reported condition was verified. The cause of the detached white luer was not determined. Visual inspection of three photographs revealed fluid in the bag that contained the device. The location of the leaks could not be determined from the provided photograph. The reported condition was verified for the three samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 59 </noe> malfunction events. It was reported that fifty-nine (59) large volume infusors leaked. Forty-six devices leaked from an unspecified location, four devices leaked due to the white luer lock connector detaching from the tubing, five devices leaked from the blue winged luer cap, one device leaked from an unspecified cap, one device leaked at the connection of the tubing to the device, one device leaked from the flow restrictor, and one device leaked due to the tubing being detached from the device. Fifty-eight events occurred prior to patient use with no patient involvement, and one event occurred during infusion with no patient consequences. No additional information is available.